Event description:
A touchscreen-related issue was reported with the pump, where the screen was unresponsive and did not register any input from the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reset the pump following the provision of complete reset information by technical support, and this action resolved the issue, allowing the pump screen to respond correctly to inputs.